Event description:
The customer was performing a comparison study for the vitros troponin I assay. Discrepant results of low dose troponin results were observed. An ortho clinical diagnostic field engineer identified that the reagent metering probe was partially occluded. A partial occlusion to the reagent metering probe could cause false negative results to occur. No patient samples were involved and there was no report of harm as a result of this event.